Event description:
It was reported that during central processing, the 6mm monopolar cautery instrument was not working properly. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and found to have a broken tube adapter. For clarification, the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.27mm x 2.30 in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter and was not returned with the instrument. The instrument was found to have a broken electrical contact. The broken contact was not returned with the instrument and measures approximately 0.87mm x 4.20mm. The instrument was found to have an additional detached fragment. The detached fragment was the electrical contact that broke off from the electrical wire. The broken contact was not returned with the instrument.